Manufacturer narrative:
H6; instrument rec'd with the driver detached from the molded driver buffer link and precock mechanism was non functional. The crimp had also yielded.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported by the rep. The staples are not delivered. There was no consequence to the pt.